Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous segment of the proximal lcx. After several pre-dilatations with different balloons, the device was introduced but cannot access to lesion due to heavy calcification. After withdrawal out of patient, it was detected that the stent was damaged. Additional pre-dilatation was performed, and another orsiro of same size was implanted. Pci procedure was successful with no complication.